Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with a damaged lens. The device's event log displayed a high alarm and a "cassette not attached properly" alarm. A sensor and functional test was performed, but the issue was not duplicated.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a cassette alarm. There was no reported injury to the patient.